Event description:
It was reported the programmer would not turn on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer will not power on; power supply found out of electrical specification. Analysis also found the system fan is noisy. Product ID: 229047 analyzer. (B)(4).